Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Customer was able to change supplies and successfully resume insulin delivery. The customer's blood glucose ranged from 100-250 mg/dl.